Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient felt burning in her vagina three days after the procedure. The patient also reported pelvic and back pain. Mris have been performed, and nerve involvement is suspected. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device at issue in this complaint has not been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the patient felt burning in her vagina three days after the procedure. The patient also reported pelvic and back pain. Mris have been performed, and nerve involvement is suspected. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information received from the patient indicates the physician was operating the device. The patient had no pre-existing conditions, and no anatomical abnormalities. The physician reported that the procedure was completed without issue. Since reporting the complaint, the patient has been under the care of physicians at (B)(6), who have determined that the pain is a symptom of pelvic nerve damage. The physicians attribute the nerve damage to the ablation procedure. The patient is taking lyrica and receiving nerve blocks. There are currently no additional procedures scheduled, however the patient is seeing a physical therapist.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient felt burning in her vagina three days after the procedure. The patient also reported pelvic and back pain. Mris have been performed, and nerve involvement is suspected. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A duplicate of this event was filed under MDR ID 3005099803-2012-00062. Information provided in that record indicates the patient has been experiencing chronic back and vaginal pain since having the procedure. Gabapentin was prescribed for the pain. Also, the patient stated she was treated for a yeast infection using diflucan. Additionally, an MRI showed no tissue damage and that a tissue culture performed on an unknown date revealed klebsiella pneumonia. Antibiotics were prescribed however, this did not resolve the pain.